Event description:
The customers blood glucose was tested and a high result was received. The customer was given insulin. The customer went to the clinic for a routine check up. The customer passed out and was given juice. An ambulance was called and the customer was given an IV. Controls were not in use. A request was made for the return of the suspect device and replacement product was sent.